Event description:
A healthcare professional reported that a hahn tapered implant lacked primary stability during implant placement on tooth number 15. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury. Per the report the device was removed, a bone graft procedure was performed but the device was not replaced. It was reported that at the time of the surgical procedure the patient's bone quality was type ii with good oral hygiene.

Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).